Manufacturer narrative:
Additional information: (country code), (first and last name, email), (phone #), (company rep). Evaluation summary: two samples were received for evaluation. The product was used for treatment. The complaint mode was not confirmed. The received components are two cuffless tracheostomy outer cannula, two inner cannula with integral twist-lock connector, one inner cannula with closed lumen and low-profile connector, one cannula with open lumen and low-profile connector and one obturator, all the received components are the same size. A visual inspection was performed and it was observed that all components are assembled properly at the outer cannulas. A functional test was performed wherein inner cannulas were inserted and locked into the outer cannulas and no anomalies were observed. The received product met specifications. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device, the inner cannula did not remain locked on the outer cannula causing leakage in the ventilation. Another cannula was used. No reported patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.